Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain at the device site. The implantable pulse generator (ipg) was explanted and the right atrial (ra) and right ventricular (rv) leads were capped. No further patient complications have been reported as a result of this event.